Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports a decline in hearing performance. No trauma has been reported. The user has been implanted on (B)(6) 2019 on the contralateral side (right) ; the implant on the left side stays implanted.

Event description:
The user reports a decline in hearing performance since (B)(6) 2015. No trauma has been reported. The user has been implanted on (B)(6) 2019 on the contralateral side (right); the concerned implant on the left side stays implanted.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The recipient was implanted contralaterally, the concerned device remains implanted.